Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the alleged fiber tip break cannot be confirmed as the hene laser functional testing did not identify any break on the glass cap, or along the fiber body. Although functional testing showed that the aiming beam was present at the fiber output window as intended. It is probable that the glass cap rotation of the metal cap was contributed to elevated temperatures near the laser beam output window leading to the glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined that this event no longer meets reporting criteria for the device in question. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the glass cap exhibited signs of glue failure as the glass cap was able to rotate independently of the metal cap. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe charred detritus adhesion on surface. The fiber connector passed the connector segment verification test suggesting no connection issues occurred during use. The connector cone, segments, and tabs appear in good condition. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of breakage along the length of fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg). This will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not excessively manipulate or bend the fiber. Investigation conclusion: analysis of the returned device did not identify the reported fiber break. Therefore, this event does no longer meet reporting criteria. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip mirror broke during a procedure. The procedure was completed with a second fiber, without patient clinical consequences.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip mirror broke during a procedure. The procedure was completed with a second fiber, without patient clinical consequences.